Event description:
It was reported that a physician trained in the use of the perclose a-t and proglide devices attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, there was no suture attached to the needles. The device was removed and a second perclose a-t device and a proglide device were attempted, but both devices also resulted in a needle-to-cuff misses. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.device #1 perclose a-t, part# 12337-04, lot# 920216h and device #2 perclose a-t, part# 12337-04, lot# 920216h, are being reported under a separate medwatch MFR numbers.